Manufacturer narrative:
A philips remote service engineer (rse) reached out to the customer biomedical engineer (biomed). The biomed replied stating that the device was working again at the moment, and there was a noise this morning when switching on, which stopped again after one minute. The toco transducer then worked, but the us sensors did not record. After one hour, the biomed's colleague tried it again and it worked. The biomed stated they would contact philips again, if the issue reoccurs. Based on the information available and the testing conducted, the cause of the reported problem was unable to be determined. The reported problem was confirmed. However, the cause was not identified, as it was no longer occurring. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational, per the biomed's response. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. (B)(6).

Event description:
Philips received a complaint on the avalon fm20 fetal monitor indicating that there were strange noises with the ultra-sound (us) extension. The device does not work anymore, and there are no heart sounds. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.